Event description:
It was reported that the customer rec'd an altitude alarm during basal delivery. The customer was able to load another cartridge and resume insulin delivery. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info becomes available a supplemental report will be submitted.